Event description:
A patient reported blood glucose results of "407 mg/dl, 365 mg/dl, 94 mg/dl, 202 mg/dl, 181 mg/dl, and 168 mg/dl" with a lifescan meter performed within 10 minutes of each other. The meter, test strips and control solution were replaced.